Event description:
It was reported the procedure was being performed on a (B)(6) male patient, (B)(6) with a medical history of ischemic colitis and post op embolectomy of the right lower limb. In the adult intensive care unit, the physician attempted to insert the catheter into the patient's left subclavian vein. The wire showed resistance and bent and was damaged. As a result, a second kit was opened for another wire.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and the event was determined to be reportable as a result of a product malfunction. A final report will be filed upon the completion of our investigation. Follow-up report will be filed if additional information becomes available.